Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the sample nozzle was dirty inside, and outside. Fse cleaned the sample nozzle with hot water which resolved the issue. The customer was subsequently able to run daily background and qc without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual under chapter 9 -maintenance was reviewed. Six - to - 12 month maintenance: to ensure stable operation of the aia-2000 system, it is important to regularly lubricate the moving parts with grease, perform position accuracy adjustments and clean the various system parts at regular intervals. It is recommended that these maintenance tasks are performed at regular intervals by service personnel. The most probable cause of the reported event was due to a dirty main arm sample nozzle.

Event description:
It was reported by the customer that competitive tests were running low with quality control (qc) on their aia-2000st analyzer. The customer stated that wash was made (B)(6) 2018, and substrate bottle 1 & 2 were made on (B)(6) 2018. The customer denied receiving any errors and stated sandwich tests were running within range with qc. Technical support (ts) suggested clean the device with bleach and rerun qc as a first step. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl) and intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.